Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that air bubbles were seen in the infusion set tubing. The customer's blood glucose level ranged from 331-high mg/dl. Customer changed the tubing and was able to deliver a correction bolus to address high bgs. Customer mentioned experiencing nausea. Customer continued using the pump for insulin therapy.